Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting surgery was done on (B)(6). The pump was replaced as well as catheter revision at pump segment from a possible kink. Event was resolved. Patient was doing great.

Manufacturer narrative:
D6. Explant date month and year valid. H3. The pump was received 2026-apr-27, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 3.503mg/day and bupivacaine and 10mg/ml 3.503mg/day. It was reported that "patient pump misreadings" occurred. A pump refill occurred on 2026-03-04, which went well. 4.8ml needed to come out and 4.8ml came out. There were no symptoms from the patient. The doctor was doing a normal pump refill 2026-04-08 and he was supposed to only withdraw 3.1ml but took out 15.1ml. There was no external impact that the patient was aware of. No current diagnostic troubleshooting had been performed. The doctor believed it was a problem with the pump itself. A procedure was going to be scheduled to have the pain pump possibly replaced and they would check if the catheter was patent; no actions had been done yet but would be done. The issue was not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 ubd: 2027-04-10 UDI#: (B)(4) product type catheter. H3. Analysis of the pump revealed no anomalies. Analysis of the catheter identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.